Event description:
Pt had a left lower exit angiogram done in 2007, the physician placed several overlapping protege stents. The model number and lot numbers are unknown. The stents were deployed in the pt's left superficial femoral artery. The pt came back into the hospital the next month and presented with acute pain in her left leg. An angiogram was preformed and it showed the left sfa completely occluded. They also found that the existing stent had fractured and separated. The area of separation was stented with another stent.

Manufacturer narrative:
Method: device will not return for analysis. Cine images returned for eval confirms fracture.